Manufacturer narrative:
Complaint no: (B)(4). The lot was manufactured from june 26, 2015 to june 30, 2015. The device was received for evaluation. Visual inspection revealed black particulate matter 0.07 square mm in size, embedded in the material of the stress member (not in the fluid path). The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black mark on the filter of a small volume intermate. This was noted before patient use. The device was filled with saline. There was no patient involvement. No additional information is available.